Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 ultra valve or the valve container was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. The delivery system with s3/s3u/s3ur IFU and device preparation training manual was reviewed for instructions and guidance. The device preparation training manual provides guidance on thv rinsing. Verify final thv size and correct time to unpack thv with operating physician, examine thv box and jar, remove thv and holder without touching tissue using hemostats or forceps, and check for frame or tissue damage. Do not use if damaged. In addition, verify serial number on identification tag of holder is same as serial number on jar lid and record. If container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate noticed during preparation was unable to be confirmed as no device or imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. A review of DHR provided no indication that manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'after opening valve and passing off to sterile table, solidifier was added to valve container. After solidifier was added it appeared that there had been a sliver or wood/plastic in container'. In this case, no particulate was reported once the valve out of box/solution jar or valve container. The particulate was noted in the valve jar/container after adding solidifier, so the particulate was likely introduced during device prepping handling. In this case, available information suggests that procedural factors (device preparation handling) may contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3: the device was discarded.

Event description:
As reported by the edwards field clinical specialist, valve was wasted never used in patient. After opening valve and passing off to sterile table, solidifier was added to valve container. After solidifier was added it appeared that there had been a sliver or wood/plastic in container. It is unclear if it was there before the solidifier was added or not. A decision was made to open a new valve for the procedure. There was no harm to the patient. There were no photos and the device will not be returned.